Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's partner via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as a coma for 4 months. The caller stated the customer was over dosed with insulin which caused the hospitalization. The customer was most likely wearing the insulin pump during the incident. The caller reported the pump buttons were not working. Troubleshooting was not completed as this was a past event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. No bolus anomaly or history anomaly noted during testing. All buttons function properly. No unresponsive buttons noted. No button error alarm noted. No damage noted on the keypad or dome switches. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.